Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. Additionally, it was reported that multiple power source alerts occurred. Customer's blood glucose level was 139 mg/dl. During a follow-up, it was confirmed the issue had been resolved and pump was successfully charging.